Event description:
It was reported that on (B)(6) 2008, the patient presented with lumbar spine instability with spinal stenosis, and intractable back and leg pain. The patient underwent a lumbar laminectomy, facetectomy and foraminotomy at l3-l4 and l4-l5. L5-s1 were bilateral; posterior lumbar interbody fusion at l2-l3, l3-l4, l4-l5 and l5-s1; posterior pedicle screw instrumentation at l3-s1 and harvesting of autograft. Patient was seen in emergency department on (B)(6) 2009, for generalized abdominal cramps and low back pain. Pt arrived to the office diaphorectic in a cold sweat. Pt improved during ed visit. Patient has a history of pain and tenderness of the left lateral breast, physician noticed a palpable mass and feels patient is candidate for left breast incisional biopsy. On (B)(6) 2010, patient received left breast incisional biopsy. On (B)(6) 2010, the patient had a left axillary sentinel lymph node biopsy and mastectomy on the left breast. On (B)(6) 2011, patient was seen in the emergency department for a wound infection to the surgical site of the left side mastectomy that was completed 3 weeks earlier ((B)(6) 2010). On (B)(6) 2011, patient underwent a procedure for aspiration of seroma and debridement of flap. The patient has a previous left sided mastectomy and sentinel node biopsy for left-breast cancer. Postoperatively, there was noted to be some flap necrosis and seroma which was taken to the or and debrided. The necrosis persisted so the patient presented on 01/17/2011 for elective debridement of the flaps, evacuation of any remaining seroma and intraoperative placement of wound vac. On (B)(6) 2011, the patient was treated for breast cancer with the insertion of port-a-cath right ijv. Ap/lateral lumbar spine x-rays taken on (B)(6) 2012, shows the patient has grade 1 anterolisthesis at l5-s1, slightly exaggerated by flexion and slightly reduced by extension. Persistent grade 1 anterolisthesis is also seen at l4/5. Multilevel degenerative changes are seen throughout the lumbar spine. Patient was seen in the office on (B)(6) 2012 for management of hypertension, the patient was complaining of low back pain, leg pain and difficulty walking. An MRI of the spine was ordered and showed spinal stenosis at l2-l3. Lumbar spinal instability with neurogenic claudication spinal stenosis, radiculopathy and severe low back pain at l2-3 was noted. The patient was admitted for revision of lumbar laminectomy l2-l3 with fusion. The following was performed: revision of lumbar laminectomy, facetectomy, foraminotomy at l2-l3; revision of lumbar laminectomy decompression at l3-l4; exploration of lumbar fusion at l2-l3; revision of posterior lateral lumbar arthrodesis at l2-l3 patient was seen on (B)(6) 2012, for right breast pain. A right breast ultrasound was completed. An interpretation was performed compared to studies that were completed on (B)(6) 2010. Sonography of the right breast indicated "two solid hypoechoic well circumscribed masses, most consistent with fibroadenomas. These masses correspond to the mammographic abnormalities. On is located at 2:00, 2-3cm from the nipple, and measures 6.4x5.9x5.8mm. The other is located at 7 o'clock, 7-8cm from the nipple, and measures 12.1x10.6x6.2mm. Elastography ratios for both lesions are within normal limits. There is a tiny cystic focus at the level of the area of pain at 12o'clock 2cm from the nipple. This only measures 2.1x1.8x2.1mm. Stable benign findings. No evidence of malignancy."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.